Manufacturer narrative:
The hill-rom technician found the bed was low on hydraulic fluid due to a loose fitting on the knee cylinder. The technician tightened the connection and replaced the hydraulic fluid to repair the bed.

Event description:
Information received indicates the bed hi/lo and head functions cannot be raised.